Event description:
Port-a-cath and catheter were placed 2002. Chest x-ray done at another facility showing the catheter had become completely detached from the port-a-cath chamber and migrated to the pt's right atrium and right ventricle requiring surgical removal of catheter on the following month.